Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The hp stated that there were air bubbles in the supply bag and that the bag was loosely connected. The technical service representative (tsr) advised the hp to end therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during dwell is confirmed because the home patient stated that the bag was loosely connected which is a known cause of this type of alarm. The cause for the loose connection was not determined.